Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported lead diagnostics revealed multiple high impedances and the sjm representative was unable to program the patient. An x-ray was taken and showed the lead was fractured. The patient reports he did some twisting action. The patient underwent surgical intervention on (B)(6) 2017 where the lead was removed and replaced. Therapy was restored and issue has been resolved.